Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced a high blood glucose level was over 446 mg/dl. The customer¿s wife reported most recent bent cannula removed due to pain from insertion and being pulled out. The customer had no symptoms. The customer did not treat for the high blood glucose level with manual injection. The customer¿s current blood glucose level was unknown. The customer did not troubleshoot the issue. The customer declined troubleshooting for the high blood glucose level due to being without the insulin pump right now. The insulin pump will not be returned for analysis.